Event description:
It was reported that while stimulation was on the pt experienced a "sharp pain in my back" at the implantable neurostimulator (ins) site. The event occurred after a 8/9/2011 car accident. The pt was to f/u with their healthcare professional. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).